Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device would not flow. The catheter would not flush when attached to the one-link device. The event was resolved by removing the one-link device from the catheter and directly attaching the primary IV set to the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.